Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 194 mg/dl, 58 mg/dl, 90 mg/dl, 61 mg/dl, 67 mg/dl and 82 mg/dl with 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.